Manufacturer narrative:
Updated fields: b4, d1, d8, d9, g3, g6, h2, h3, h4, h6 investigation type, investigation findings, component codes & investigation conclusions, h11. Corrected fields: d4. A getinge field service engineer fse was able to confirm the issue. The fse replaced the front end board. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept.fat. The failure analysis and testing dept. Received part number 0670-00-1164 rev. F, serial number 18 00400 21_spv with a reported unit failure of the arterial pressure dropping to zero at times. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. Tested the part for 2 hours with no issues found. Arterial pressure did not fail nor were there any alarms present. Fat was not able to verify the reported failure.sent the board to the supplier for failure analysis per procedure. The following investigation was performed by technician of the maquet failure analysis and testing dept.fat. The fat received part number 0670-00-1164 pcb, front end, rohs serial number 18 00400 21_spv from the supplier. The supplier performed hi-pot, in circuit testing and functional testing, and found no issue with the board. The board passed testing. Retaining the board in the fat per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, while attached to a cardiosave intra-aortic balloon pump (iabp) and a sensor iab, the phenomenon that the arterial pressure became zero occurred frequently. There was no patient harm or injury reported.